Event description:
The screen keeps going out and occasionally has blotches across it that affects the uniformity of back lighting, which may make eye measurement using this potentially inaccurate. The cabinets are too shallow and the power supply needs to be changed.